Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there is a problem overfilling and blood level seem to be at a higher than normal. The following information was provided by the initial reporter. The customer stated: ¿I have been told that there is a problem with overfilling edta tubes (bd k2e tubes part number 368861 batch 2025371). Increased alerts on a vs cube and the blood level in the edta tube seems higher than normal.¿

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there is a problem overfilling and blood level seem to be at a higher than normal. The following information was provided by the initial reporter. The customer stated: ¿I have been told that there is a problem with overfilling edta tubes (bd k2e tubes part number 368861 batch 2025371). Increased alerts on a vs cube and the blood level in the edta tube seems higher than normal.¿

Manufacturer narrative:
H6: investigation summary: bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and shows edta tubes with acceptable draw volume level. Additionally, 20 retention samples from the bd inventory were functionally tested and the customer's indicated failure mode of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photograph provided and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.